Manufacturer narrative:
Based on provided information and investigation conducted it is believed, that the most likely scenario is that the side rail partially detached (mounting screws ripped off) due to excessive external force applied. The investigation indicates several situations in which the safety side can be compromised: - hitting door frames, pillars and other objects. - transport of the bed with use of s-side panel (pulling by safety sides), - using the safety side as a support while getting up from the bed, - pushing the s-side panel out from inside of the bed / leaning against side rail e.g. To make additional place on the bed, - sitting on the panel while getting up from the bed, - hanging through the panel in order to reach something, - incorrect operation of width extension frame - width extension frame unevenly expanded creating collision between safety sides. This is in line with provided information (backrest was raised while extension frame was not expanded) and side rail condition (screws ripped off). According to instruction for use citadel plus (IFU, 831.374-en rev. 11): "to prevent damage to the bed as well as an unsafe condition, make sure that all four width extensions on one side or width extensions on both sides are in the same position." "To avoid collision, there is a mechanism that blocks operator of extending the body extension (r2, l2) before extending the backrest extension (r1, l1). The same mechanism prevents from retracting the backrest extension (r1, l1) before retracting rh body extension (r2, l2). To sum up, arjo device failed to meet its specification since screws of side rail panel got ripped off. There was no indication of patient involvement. This complaint was assessed as reportable due to side rail detachment.

Event description:
Arjo was informed about side rail detachment from citadel plus bed frame. Two out of four screws responsible for holding the plastic part and metal plate of side rail assembly were ripped off. Upper and lower arms were still attached to frame. According to the information provided, the detachment was caused by collision of side panels when the backrest was raised. The issue was found during quality control check performed after the bed is returned from rental, there was no customer allegation. There was no injury reported.